Event description:
It was reported that the ipg was no longer functioning as intended and one lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16054701.